Manufacturer narrative:
The requested part is no longer needed to be sent back for failure investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse confirmed the problem, verified in logged error codes, found the issue to be the power management board. The fse replaced the power management board and verified proper operation of the iabp. At the customer's request, the batteries were replaced as well, since the old batteries were due for replacement. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The power management board has been requested to be sent back to the national repair center for failure investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. No patient harm, serious injury or adverse event was reported.